Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009. It was reported that the pt's ipg was unable to communicate with the charger. A replacement charger was sent to the pt; however, it is currently undetermined whether the replacement external device resolved the issue. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg.